Event description:
It was reported that the patient faced an event where the infusion set did not stick properly on the skin, came off 2 minutes later on (b)(6) 2026.

Manufacturer narrative:
E1: (b)(6).Name- Medtronic MinimedStreet-18000 Devonshire StreetCity- NorthridgeState- CA Zip Code- 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.